Manufacturer narrative:
Follow up submission: unfortunately no sample was available for a complete evaluation. Therefore, the failure mode reported could not be confirmed. The device history record for the lot number reported was evaluated for any issues related with the customer report and no issues were found. Two years of complaint data was reviewed for this reported issue and no trend was identified. At this time, it is unable to determine a root cause of the reported failure since the sample was not provided for a complete evaluation. At this time, no corrective action will be implemented since the sample was not available for an evaluation.

Manufacturer narrative:
It has been confirmed the complaint sample is not available for evaluation. Attempts have been made by customer advocacy to gain additional information from the customer and end user regarding situation reported with the device. If any additional information becomes available a follow up emdr will be submitted. (B)(4).

Event description:
The customer reported an incident in the or "where the inside gas line was plugged. No co2 was registered so panic broke out as they thought that patient was not intubated correctly. Patient was extubated, hand ventilated, reintubated, surgery was delayed, all systems were checked, and finally the entire limbo system changed out. Then it became clear that the co2 line was plugged. Patient was now reintubated and procedure completed as planned. Customer confirmed that the affected sample was disposed of.